Event description:
Per the audiologist, the patient fell and hit his head. After the incident, the patient reported no sound when using the cochlear implant system. Also reported is a "little bump" near the implant site and pain/sensitivity near where the electrode array exits the "electronics package". The ent observed no swelling of the site. Results of a x-ray, late 2008 showed the electrode array is in the cochlea. Results of an integrity test done two days later, showed the device was not functioning. Explant/reimplant surgery is planned for early 2009, but had not been scheduled as of the date of this report, the same month

Manufacturer narrative:
This type of event is addressed in the device labeling.